Event description:
Additional information received confirmed that the patient expired due to a stroke. The hospital did culture the grafts after explant and they all came back negative on the cultures.

Event description:
A valiant thoracic stent graft was implanted in the patient for treatment of a thoracic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented with severe back pain. The physician treated the patient with steroids and the pain subsided. Patient return to the ER and a CT revealed what it look like a severe inflammation just proximal to the stent graft. The aorta had significant swelling in the lining both proximal and distal to the graft. The stent graft did look intact and in the original position from implant with good wall apposition. Patient had a pre-existing allergy to costume jewelry; however, the physician determined that the patient did not have an allergic reaction to nitinol; therefore, the physician placed another stent graft proximal to where the original stent graft and the intervention was completed successfully. Two days later the patient's blood cultures came back positive for polymicrobial peptostreptococcus oral flora. The patient did not have fever. The physician decided to explant both stent grafts. The patient is doing fine. The stent grafts are not available for return. No additional clinical sequelae were reported and the patient is doing fine. The review of a returned video of an angiography (unknown study date) revealed that the valiant was implanted just below the arch. There is outpouching/dilatation of the thoracic aorta seen beginning near the bare springs and extending proximally approximately 2cm. No other stent graft issues were observed. Pre-implant and immediate post-implant films were not provided. The cause could not be determined from this video.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).